Event description:
It was reported that the user experienced a low blood glucose event, with a recorded value of 74 mg/dl, after not eating during the day. Investigation of this case revealed user-related factors, specifically missed meals, as the likely contributor to the event. No clinical symptoms associated with hypoglycemia was reported. Outcomes included the need for oral glucose, which the user self-administered with juice, and resolved the issue. It was concluded that the device functioned as intended and no device malfunction was identified.